Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Gali 4lv sonr crt-d 2844 (sn :(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 11 february 2022 use before date: 11 august 2024 sterilization lot: s0533 - 3601

Event description:
Reportedly, patient died outside of the hospital. No medical records available that report the cause of death.

Event description:
Reportedly, patient died outside of the hospital. No medical records available that report the cause of death.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached report analysis of the provided patient files confirmed normal device functioning as of 15 march 2024 review of manufacturing records revealed that the devices were manufactured and released accordingly to all applicable procedures. No patient files were available for the time period surrounding the patient¿s death and the devices were not returned for analysis. The center has been contacted: the reason of the death is unknown. Microport crm doesn¿t suspect any link between the death of the patient and a malfunction of the defibrillator gali, or the ventricular lead invicta.

Event description:
Reportedly, patient died outside of the hospital. No medical records available that report the cause of death.